Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pace impedance was steady at approximately 308 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 608 ventricular sics from (B)(6) 2016 and there were 401 ventricular sics on (B)(6) 2016. Analysis of the device memory further indicated rv (right ventricular) undersensing information. There was very occasional rv undersensing observed on ventricular fibrillation (vf) episodes on stored electrograms.

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance, high rate non-sustained episodes suspected to be noise, oversensing, and a possible fracture. It was also noted that the lead integrity alert (lia) triggered. The rv lead was reprogrammed. An x-ray was done; however, the exact fracture site could not be determined. During the revision procedure, a visual check and a tug test indicated no loose pin. Analyzer measurements showed failure to capture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.